Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced serious and permanent injuries, pain, disfigurement, physical impairment, progression of existing conditions and has required and will require continued medical treatment.

Manufacturer narrative:
The sample was not returned. The lot number is unk; therefore, the device history record could not be reviewed. The instructions for use (IFU) which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4).

Manufacturer narrative:
The medical record review is still in progress, once the medical records are reviewed a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced urinary retention, atrophic vaginitis, atrophic vaginal vault prolapse, cystocele, constipation, vaginal estrogen, urgency, silver nitrate treatment for granulation tissue, abdominal pain, suprapubic pain, abdominal bloating, pelvic floor muscle tenderness, pyuria, urinary frequency, incomplete bladder emptying, recurrent urinary tract infections, cystitis, hesitancy, vaginal discharge, shy bladder, pushes to void, sling was loosely rolled and ¿wrinkled¿, dyspareunia, neuromuscular problems and recurrence. The patient required additional surgical and nonsurgical interventions.